Event description:
Per the clinic, the patient experienced consistent pain, retention issues and skin breakdown (ulcer) with the use of CPAP machine strap. The device was explanted on (B)(6) 2025, due to extrusion of the receiver stimulator. There are no plans to reimplant the patient with a new device as of the date of this report.